Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to endocarditis infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2019. 5076-45 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.